Event description:
It was reported that this right ventricular (rv) lead recorded noise and low out of range impedance values. Technical services (ts) reviewed several episodes and noted that most appeared to be related to electromagnetic interference (emi), resulting in oversensing. It was noted that the associated pacemaker signal artifact monitor (sam) episode which disabled minute ventilation (mv) adaptive rate pacing in this system. The noise events all occurred in a relatively short time frame approximately ten months prior, and no noise events had been noted since. This device remains in service. No adverse patient effects were reported.